Manufacturer narrative:
The beckman coulter field service engineer (fse) is currently on medical leave, and was prescribed muscle relaxer and pain medication. The fse stated his next doctor visit is on (B)(6) 2021. The further issues have been reported. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported that while performing pmb (preventive maintenance b) procedure on a customer's unicel dxc 600 pro instrument, he fully extended his body and right arm and then twisted the ratchet resulting in a strain to his right shoulder. The fse completed the maintenance and took over-the-counter aspirin for the pain. The fse did not seek medical treatment at this time. On (B)(6) 2021,the fse sought medical treatment. The doctor prescribed pain medication, muscle relaxer and put fse on a two-pound restriction. The fse has been on medical leave since (B)(6) 2021.